Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: based on the information provided, the reported paravalvular leak (pvl) that required intervention could possibly be related to patient anatomy as it was reported that the patient had calcification on all three cusps. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported event. The procedure was successfully completed with no adverse patient effects reported. (B)(4).

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve into a native annulus with moderate calcification on all three cusps, angiogram and transthoracic echocardiogram (tte) showed mild-moderate paravalvular leak (pvl). Balloon aortic valvuloplasty (bav) was attempted but during inflation, the valve dislodged into the ascending aorta. Due to patient anatomy, the valve was snared and left implanted in the ascending aorta. A second valve was successfully implanted following which, moderate pvl was noted. Another bav was performed which resulted in mild pvl. No adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors that can influence a dislodged valve/ pop-out include tension applied on the dcs during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others, and in this event, the cause for the dislodged valve is due to the bav, however, why the bav ended up dislodging the valve is unable to be determined without additional information such as an angiogram for review. Dislodge events are typically not related to a device malfunction. It was reported that due to patient anatomy, a decision was made to snare the valve, though use of a snare to reposition the valve after deployment is complete, is not recommended per the IFU.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.